Event description:
Inserted in ER. Two days later staff was removing foley for discharge. Was unable to aspirate fluid from foley to deflate balloon. Took scissors and cut small area at port to see if this would allow fluid drainage and deflation of balloon. Did not happen. Cut further up tubing, still unable to aspirate fluid and deflate balloon. Took syringe with a needle and inserted about 1" below pt's anatomy into section of tubing. Able to deflate balloon and remove catheter intact, approx 1:30 pm.